Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron cx 5 delta clinical system generated erratic triglyceride results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) flushed the cartridge chemistries (cc) probes, replaced the cc side mixer paddles and verified the wash station hardware alignments.